Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument's mechanism was popping out of the socket at the hinge/elbow. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the detachment was located at the wrist joint/elbow area at the proximal end of the jaws. The jaws did not operate properly due to the issue. The instrument was not used on tissue as the issue was found before. There were no instrument collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with the complaint for evaluation, but failure analysis has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.127" x 0.046 was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.